Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported that a revision was required since the post of the insert broke off due to excessive wear.